Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer issue. A field service associate replaced the drawer engine and cleaned the medication jam to resolve the issue. The system functioned as intended after the field service associate troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had mini drawer failure. The customer stated that a short circuit occurred in a mini tray and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.